Manufacturer narrative:
Batch review performed on 18 may 2020: lot 168066: (B)(4) items manufactured and released on 24-jan-2017. Expiration date: 2021-12-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event additional items involved in the event, batch review performed on 18 may 2020: moto partial knee 02.18.tf5.rm tibial tray fix cemented s5 rm (k162084) lot. 170796: lot 170796: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event moto partial knee 02.18.004rm anatomical femoral component cemented s4 rm (k162084) lot. 173333: lot 173333: (B)(4) items manufactured and released on 17-oct-2017. Expiration date: 2022-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in reporting pain and the cause is unknown. 6 months after primary the surgeon revised all implants and converted the patient from a partial knee to a total knee system. The surgery was completed successfully.